Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 370 mg/dl. The customer experienced excessive thirst as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found three no delivery alarms in the alarm history. The customer removed the infusion set, and the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.